Event description:
It was reported that a miethke valve (#fx unknown) was implanted. According to the complainant, the shunt system/valve caused a blockage. No explantations have been reported to date.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.